Event description:
The doctor wanted to insert the spsof-7-9 in the p-duct. The nurse unfolded the pigtail of the stent, then pushed the guide wire (visi2-stright-0.025" ) into the stent. However the wire did not advance. She tried several times but failed, and when she checked the stent, the pigtail section was bent. (B)(4). So they used the new spsof-7-9 (they did not change the wire guide, the visi2 guide wire was still maintained. (B)(4). Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x spsof-7-9 of unknown lot number was not available for evaluation. This file is related to pr (B)(4) (report reference number - 3001845648-2022-00355) which captures the user error of an incorrect sized wireguide used with the replacement device. (Rpn: spsos-7-9) this file captures the kinked pigtail and user error of the original device. (Rpn: spsof-7-9) document review including IFU review: prior to distribution all spsof-7-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the spsof-7-9 device could not be complete as the lot number is unknown. The instructions for use (ifu0045-7) that accompany this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is evidence to suggest that the user did not follow the IFU. (Ifu0045-7) root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent. Summary: complaint is based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.